Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump has been receiving button error alarms over the past few months. Her blood glucose level at the time of incident is unknown. Customer stated that she can clear the alarms, but they continue to happen even after clearing. The customer declined troubleshooting for crack on pump and low blood glucose. She was advised to discontinue use of the pump and revert to back-up plan per health care provider's instruction. The customer returned the insulin pump for analysis and received a replacement device.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratches on lcd window, broken reservoir tube lip and missing end cap sticker.